Event description:
During a clinic follow-up, a decrease in the defibrillation impedance was observed on the right ventricular (rv) lead. Provocative testing was performed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.